Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Failed battery test alarm due to corroded battery tube. Unable to confirm unexpected off no power alarms due to failed battery test alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had off no power and batteries are lasting less than a week. Customer's blood glucose was 8.4mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.